Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 400 (mg/dl). No further information was provided by the contact. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.